Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead had episodes of oversensing noise resulting in pacing inhibition. The noise was reproducible with isometrics. The lead was reprogrammed. The patient was stable.